Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned product revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface showed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately, unprotected inside a medical compress packaging. The stent is slightly deformed over its entire length and kinked in its center. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An synsiro drug-eluting stent system was chosen for treatment. During unpacking the stent dislodged from the balloon.